Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2012, the patient was implanted with a tibia plate and ten screws. It is reported a fasciotomy was performed during the implant procedure. The patient developed an infection on unknown date. On (B)(6) 2012, the patient returned to the or for hardware removal. Irrigation and debridement were performed. All hardware was intact. This is 2 of 11 reports for this event.